Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 1999. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to an poly wear. The tibial bearing and patellar implant were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay the reason for the revision procedure, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 1999. Subsequently, patient underwent a revision procedure on (B)(6) 2013 due to an unknown reason. The tibial bearing and patellar implant were removed and replaced.